Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m150 set, the associated machine alarmed "blood leak detected". The alarm could not be cleared, and the set was replaced two (2) time during therapy. The extracorporeal blood was not returned to the patient either time and the volume of blood loss was 378ml. The treatment was continued as "everything returned to normal after switching to the third set". There was no report of medical intervention associated with this event. No additional information is available.